Event description:
The lead was returned to the manufacturer after being explanted due to a system upgrade. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). A distal portion was received measuring 58 cm. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: product ID 5076-52, implanted: (B)(6) 2001. (B)(4).